Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 44 mg/ml morphine (unknown) at 11.4 mg/day. The reason for use was non-malignant pain. It was reported that the patient came in for a pump replacement (normal eri) however the hcp was not able to aspirate the catheter on (B)(6) 2018. The rep reported that they revised the pump segment of the catheter and tried to aspirate again but was not able to. The reason for the call was that the caller wants to know how long the patient will be going with drug and how long without drug since there is the gap. The catheter lengths were reviewed. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
The event should have been reported as a serious injury (intervention required) with the previously submitted report, as there was a catheter revision. The correct selections have now been made. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-may-17. It was reported that there were no symptoms related to being unable to aspirate the catheter. The cause of being unable to aspirate the catheter was not determined. Actions taken to resolve the issue consisted of monitoring the patient for therapeutic response in the hospital overnight. The issue of being unable to aspirate had not resolved, the therapy was working though. The catheter was ¿in situ¿ (normal location). There were no further complications reported/anticipated.